Event description:
Complainant alleged that during biomed testing, the device displayed a "pacer fault 117" message. Complainant indicated that there was no pt involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation for evaluation. Instead, the suspect hv module was returned. The reported malfunction was observed and attributed to a faulty mode relay on the hv module.